Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped and hit ground, and touchscreen became completely unresponsive so customer could not interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to safely lift edge of screen protector to further inspect damage, and technical support arranged replacement pump for customer. The customer reverted to an alternate method of insulin therapy.